Event description:
It was reported by customer that during use, the cardiosave intra aortic ballloon pump had occasional loop leaks. There was no injury reported.

Manufacturer narrative:
Updated fields - b3, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields - b5. A field service engineer (fse) confirmed the fault was caused by a faulty pneumatic module component, which required replacement. The fse provided the customer with a quote, but the repairs will be temporarily abandoned. Additionally, the fse revisited the site and replaced the pim module (0997-00-1178). All functional and safety test were performed.

Manufacturer narrative:
Due to character limit in the e1 section the full event site address is: (B)(6). Due to character limit in the e1 section the full event site phone number is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during use, the cardiosave intra aortic ballloon pump had a occation circuit leak. The hospital was suggested to stop using the machine. There was no injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1(event site email) h6 (investigation findings, component codes, investigation conclusions). A field service engineer (fse) confirmed the fault was caused by a faulty pneumatic module component, which required replacement. The fse provided the customer with a quote, but the repairs will be temporarily abandoned. Additionally, the fse revisited the site and replaced the pim module (0997-00-1178). All functional and safety test were performed.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 17 dec 2025. The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) with a reported unit failure of, malfunction indicates iab loop leakage. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The pneumatic module passed all testing. The fat could not replicate the complaint of iab loop leakage. Retaining the pneumatic module in the fat dept. Per procedure number (B)(4) rev. Au.

Event description:
N/a

Manufacturer narrative:
Corrected field : d10. Updated field : b4 , g3, g6 , h2, h11.